Event description:
It was reported that the customer had low blood glucose and insulin pump buttons were unresponsive. Troubleshooting was done. Customer's blood glucose was 180 mg/dl. Customer stated that carbs was inputted and the insulin pump gave the same amount of insulin. Customer stated had a low blood glucose of 25 mg/dl. Customer declined to troubleshoot for low blood glucose. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. All of the buttons functioned properly during testing. No damage was noted on the keypad assembly and no unlocked keypad connector was noted during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.